Event description:
The facility representative reported a pump that failed to give an end of syringe alarm. This event occurred during biomed testing. No pt injury or medical intervention was reported. No additional info is available.

Manufacturer narrative:
During product eval, the customer's reported condition of a pump that failed to give an end of syringe alarm was confirmed. The root cause was due to the end of syringe micro switch not being correctly aligned. The problem was resolved by correctly aligning the end of syringe micro switch. The device was retested, and returned to the customer within specification on april 29, 2009.